Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) failed to be implanted. Through follow-up, we learned that the iol was damaged at one of the haptics. The haptic was poorly folded in the injector, and as a result the iol could not be used. Another iol was used instead, and no issues were reported. No further details were provided.